Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 952112, UDI no. (B)(6) 2012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("other (list): dysmenorrhea"), genital haemorrhage ("bleeding"), urticaria ("skin problems (hives)."), vaginal infection ("vaginitis"), urinary tract disorder ("urinary problems"), feeling abnormal ("brain fog"), depression ("depression"), alopecia ("hair loss"), hypertension ("high blood pressure") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, urticaria, vaginal infection, urinary tract disorder, feeling abnormal, depression, alopecia, hypertension and tooth disorder outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, hypertension, pelvic pain, tooth disorder, urinary tract disorder, urticaria and vaginal infection to be related to essure. The reporter commented: coils in uterine cavity was 4 and 3. . Per mr-based on his professional medical experience. It is his opinion patient¿s medical condition and symptoms are a direct result of the insertion of essure in 2011. Based on physician¿s professional medical experience, it is his conclusion the removal of essure via operative laparoscopy with bilateral robotic salpingectomy with corneal resection and repair will relieve patient of her symptoms. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea. Lot number: 952112. Manufacturing date: 2012/02. Expiration date: 2015/02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case category updated to serious incident. Removal information added. Reporter information added. Event genital hemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 952112, UDI no. -jun-2012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("other (list): dysmenorrhea"), genital haemorrhage ("bleeding"), urticaria ("skin problems (hives)."), vaginal infection ("vaginitis"), urinary tract disorder ("urinary problems"), feeling abnormal ("brain fog"), depression ("depression"), alopecia ("hair loss"), hypertension ("high blood pressure") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, urticaria, vaginal infection, urinary tract disorder, feeling abnormal, depression, alopecia, hypertension and tooth disorder outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, hypertension, pelvic pain, tooth disorder, urinary tract disorder, urticaria and vaginal infection to be related to essure. The reporter commented: coils in uterine cavity was 4 and 3. Per mr-based on his professional medical experience. It is his opinion patient¿s medical condition and symptoms are a direct result of the insertion of essure in 2011. Based on physician¿s professional medical experience, it is his conclusion the removal of essure via operative laparoscopy with bilateral robotic salpingectomy with corneal resection and repair will relieve patient of her symptoms. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea lot number: 952112 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.